Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was a faulty flex circuit sensor latch/lock due to failure to detect lock mechanism when it was locked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the flex circuit sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed "cassette not locked" when the cassette was locked. There was unknown patient involvement and unknown patient harm/injury.